Manufacturer narrative:
Date received by MFR: 21nov2019. The part was returned to the manufacturer for failure investigation (fi). Customer complaint verified. The remote alarm test failed. Root cause is determined to be component failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27sep2019. Philips field service engineer (fse) confirmed the reported failure when doing annual preventative maintenance (pm) testing found that the alarm test failed. The fse replaced the printed circuit board assembly, central processing unit with software 2.30 to address the issue. The end cap bezel was also replaced during the pm.

Event description:
The customer reported a failed alarm test. There was no patient involvement.